Event description:
The stent was stripped off the balloon as it was being retrieved from the patient. The stent was fully retrieved with no harm to the patient. Another stent was placed without incident. Manufacturer response for coronary stent, onyx frontier de coronary stent (per site reporter) clinical site notified mfg rep directly.